Event description:
On (B)(6) 2018, a 30mm amplatzer atrial septal occluder (aso) was selected. During the procedure, the 30mm aso deployed in a cobra shape and per the user, the deformation event did not have the potential to cause patient harm or injury. The device was exchanged for a second 30mm aso, which was considered a mis-sizing so the device was exchanged for a 32mm aso. The 32mm aso was deployed and released, but embolized after implantation. Again, per user, the embolization event was most likely due to mis-sizing of the device. The patient was referred to cardiac surgery where the embolized device was retrieved and the atrial septal defect was closed with a patch. The patient remained hemodynamically stable throughout the procedure and is reported stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 30mm amplatzer atrial septal occluder (aso) was selected. During the procedure, the 30mm aso deployed in a cobra shape. The user reported the deformation had no patient impact. The device was exchanged for a second 30mm aso, which was considered a mis-sizing per the user so the device was exchanged for a 32mm aso. The 32mm aso was deployed and released, but embolized after implantation. Per the user, the embolization event was most likely due to unsuitable device size. The patient was referred to cardiac surgery where the embolized device was retrieved and the atrial septal defect was closed with a patch. The patient remained hemodynamically stable throughout the procedure and is reported stable.